Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the femoral artery. The 70% stenosed concentric and denovo target lesion was located in the severely tortuous and non-calcified right coronary artery (rca). The lesion was predilated with a 2.5x12mm maverick balloon at 8 atms and then a 3.50x12mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The lesion was predilated again with a 3.0x12mm maverick balloon at 14 atms and a 3.0x8mm quantum balloon at 20 atms. The 3.5x12mm promus element sds was advanced to the lesion again; however, the device was still unable to cross the lesion and the whole system lost position in the lesion. A new guide catheter and guide wire were advanced to the lesion and the physician attempted to advance the promus element stent a third time but the device was still unable to cross the lesion. When the sds was pulled back into the guide catheter it was noted that the stent was not on the balloon, rather the stent was found on the guide wire. A 1.5x20mm non bsc balloon was partially expanded inside the stent in attempt to remove it but the balloon only partially went inside the stent and partially crushed the stent against the guide catheter. A 3.0x20mm balloon was then placed distally to the stent and the physician was able to bring the dislodged stent to the femoral artery with the help of the balloon. The physician attempted to withdraw the stent into the femoral sheath but was unable to do so. A new 10f sheath was inserted along with a 4.0x10mm balloon, which was placed distally and then expanded, but the stent was still unable to be pulled back into the sheath. A surgeon was called to remove the stent from the femoral artery. After successful removal of the dislodged stent the procedure was completed by implanting a different 3.5x12mm stent. It was noted that the patient underwent a blood transfusion due to blood loss with dropping hemoglobin levels. The patient was discharged from the hospital two days later in stable condition. No additional patient complications were reported. This product is only ous approved, but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).